Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 490 mg/dl. The infusion set site was changed. A corrective bolus and insulin injections were used in an attempt to address the bg level. A pump system check was performed and no device issues were identified. The customer declined tandem technical support's offer to follow up.